Event description:
It was reported that the customer experienced high blood glucose for two days and received a compromised force sensor system alarm during the prime rewind process. The customer's blood glucose was above 600 mg/dl. The customer expressed nausea, thirst and a headache as symptoms of her high blood glucose. The customer treated herself with manual injections. Troubleshooting was done. The customer stated that the drive support cap was sticking out. Advised customer that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.